Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular lead was explanted due to unknown reasons with less than a year of being implanted. There is reasonable evidence sugesting that this device experienced a malfunction that caused the surgical procedure to occur. Also, the pacemaker was explanted and the right atrial lead was surgically abandoned. A lead was implanted at the same surgical intervenion. The sales representative did not answer the follow ups for more information. No additional adverse patient effects were reported.